Manufacturer narrative:
The cobas 6000 e601 serial numbers were (B)(6) and (B)(6) . The field service engineer checked both cobas e601 anlayers and could not find a cause. He ran precision testing which was acceptable. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and questionable estradiol g3 elecsys results from two cobas 6000 e 601 analyzers. The customer alleged the results did not meet the clinical picture for the patients as a higher result was expected. Patient 1 initial result from cobas e601 serial number (B)(6) was 52 pg/ml. The repeat result from another laboratory using immunoassay was 63 pg/ml. The repeat result from another laboratory using electrochemiluminescence immunoassay (eclia) was 33 pg/ml. Patient 2 initial result from cobas e601 serial number (B)(6) was 7.47 pg/ml. The repeat result from cobas e601 serial number (B)(6) was 17 pg/ml. The repeat result from another lab was 22.74 pg/ml. On (B)(6) 2024, patient 3 initial result from cobas e601 serial number (B)(6) was 26.84 pg/ml. The repeat result from another lab was 26.9 pg/ml.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There was no indication of a performance issue with the reagent as qc results were acceptable.